Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review and functional testing were performed. Upon visual inspection it was identified that there was a swollen battery. The cause of the swollen battery could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.